Event description:
It was reported that the patient felt chest pain. Examination revealed blood effusion caused by perforation from the ventricular lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. It was also reported that the lead dislodged and had high thresholds.

Event description:
It was reported that the patient felt chest pain. Examination revealed blood effusion caused by perforation from the ventricular lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.